Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient did not experience symptoms related to the flipped pump. The cause of the flipped pump was not determined. Surgery was performed on (B)(6)2018 to reorient the pump and secure it in position. The flipped pump has been resolved. The device was in the correct position. The pump was refilled and was functioning normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 500 mcg/ml (unknown dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported the patient went into the office for a refill and the physician was not able to find the reservoir port. An x-ray was done to confirm the pump was flipped. Surgical intervention will be done on (B)(6) 2018. No environmental/external/patient factors may have led or contributed to the issue. The issue was not resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.